Event description:
It was reported that an error message occurred. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. The programmer powered up with a system error. The handle on the upper case and the media bay door were broken.